Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure a shaft break occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). During preparation of a .00 mm/1.5 cm/140 cm small peripheral cutting balloon when "they tried to remove the balloon protector, the shaft of the device was separated." The device was exchanged and the procedure was completed with another small peripheral cutting balloon. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned in two sections as a result of a break in the shaft approximately 24.9cm from the catheter tip. There was evidence of stretching at the break site. The balloon protector was returned on the balloon. The balloon protector was removed from the balloon with little resistance. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure a shaft break occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). During preparation of a .00mm/1.5cm/140cm small peripheral cutting balloon when "they tried to remove the balloon protector, the shaft of the device was separated." The device was exchanged and the procedure was completed with another small peripheral cutting balloon. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).